Manufacturer narrative:
(B) (4). (B) (4). Results and conclusion summation - product performance engineering determined that balloon ruptures can be affected by numerous factors including, balloon damage, materials, interactions with other devices, previously implanted stents, calcification and tortuosity, or insufficient prep. There was no report of any leaks noted during product prep, which suggest that the balloon was not damaged prior to use. The lesion was moderately tortuous, mildly calcified and 99% stenosed, which likely contributed to the difficulties experienced. Based on the info received with this complaint, the reported balloon rupture appears to be related to circumstances of the procedure and not a product quality deficiency.

Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that this is an acute myocardial infarction (ami) case. The target lesion was in the distal lcx, with moderately tortuosity, mild calcification and eccentric with 99% stenosed. The guide wire crossed the lesion, and thrombosis was aspirated. The voyager rx was delivered to the lesion; however, a pinhole rupture was noted at the first inflation of 6 atm. The procedure was continued using the nc mercury, without any problem. There were no pt effects reported. No additional event or pt info is available.